Manufacturer narrative:
Visual inspection performed by medacta r&d hip project manager: during the analysis it is evaluated that almost all ha coating on the stem body has been absorbed by patient bone as expected. There are some ha residuals on the proximal part of the stem close to the resection line, it seems that the stem was implanted little bit proud. On the distal part of the stem some residuals of bone are present. There are some scratches and signs on the neck surface probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening.

Manufacturer narrative:
Batch review performed on 24 november 2021: lot 178451: (B)(4) items manufactured and released on 15-mar-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs manager: femoral component revision performed 3 years and 4 months after primary cementless total hip arthroplasty in 67 year old man. In the single radiographic projection provided, radiolucent lines are visible but stem size and position of the implants cannot be properly assessed. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. However, in this case no conclusion can be drawn on the basis of available evidence.

Event description:
Revision surgery performed 3 years 4 months after the primary due to stem loosening.